Event description:
It was reported that the right ventricular (rv) lead had an apparent fracture. There was also low impedance, oversensing/noise seen. The lead was capped and the pace/sense portion of the lead was replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2007 (B)(6), explanted: 2013 (B)(6). (B)(4).